Event description:
The customer reported a generator communication fail error message. This message likely resulted in a system lockup situation. There is no report of death or serious injury.

Manufacturer narrative:
A ge service rep performed an on site investigation. The reported issue could not be duplicated. The generator batteries were evaluated and replaced. The system was tested and found to be working as intended and put back into service.